Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use checks performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power cord was unable to retract. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cord was unable to retract. The fse resolved the issue by adjusted the power cord to be unstuck. All functional and safety checks were performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.